Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e216 (scope communication error) was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings. Due to damage on insertion tube, insulation resistance value does not meet the standard value. Adhesive on bending section cover had a chip. Video connector had a crack. Venting connector of light guide connector was loose. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
An evaluation of the returned loaner endoeye flex deflectable videoscope revealed, the device exhibited communication error. Due to dirt on electrical contact of video plug, e216(scope communication error) occurred. There was no complaint from the customer and no patient involvement.